Manufacturer narrative:
(B)(4).device investigation did not reveal any device defect which is expected to have been present whilst implanted or would explain for the problems reported. The investigation showed that the electronic circuit is functional. The electrodes show damage that is attributable to the explantation surgery. Based on the investigation results the reason for the reduced benefit and the reported problems seems to be non-implant related. This is a final report.

Event description:
It was reported that the patient had mastoiditis on right side in (B)(6) 2015 and suffered an impact on the right side in (B)(6) 2015. Reduced battery life for the external components was observed for the right side implant since (B)(6) 2015 and warmed up external components, when using the dacapo battery, was observed in (B)(6) 2015. External components were exchanged and in situ testing were indicative of a functional implant. Re-implantation occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had mastoiditis on right side in (B)(6) 2015 and suffered an impact on the right side in (B)(6) 2015. Reduced battery life for the external components was observed for the right side implant since (B)(6) 2015 and warmed up external components, when using the dacapo battery, was observed in (B)(6) 2015. External components were exchanged and in situ testing were indicative of a functional implant. Re-implantation is being considered.